Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patients mentioned in the journal article. Initial reporter - the article was written by c. Inngul, r. Blomfeldt, s. Ponzer, and a. Enocson. Device remains implanted.

Event description:
Information was received based on review of a journal article titled, ¿cemented versus uncemented arthroplasty in patients with a displaced fracture of the femoral neck,¿ which aimed compare the functional and radiological outcomes of an uncemented hydroxyapatite-coated stem with a cemented stem, in patients undergoing surgery for a displaced fracture of the femoral neck. One patient identified in the article exhibited grade 3 heterotropic ossification revealed by radiological analysis at 12 months post-implantation. There has been no further information provided and the patient outcome is unknown.